Event description:
It was reported that this implantable pacemaker had a stored atrial tachy response (atr) episode showing visible noise with oversensing on the right atrial (ra) lead only. At this time, the device and the non-boston scientific ra lead remain in service. No adverse patient effects were reported.